Event description:
The hcp reported that the pump was explanted after 38 months as it was "near end of life". The device was returned to the manufacturer for analysis. Another pump was implanted. The patient was receiving compounded baclofen via the drug delivery system.

Event description:
Additional info from the hcp reports the pt was experiencing increased spasticity "with catheter dislodgement and pump being approximately 4 years old.